Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the outer insulation was breached with metal ion oxidation (mio). There was also cosmetic mio.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4092 implantable pacing lead (B)(6) 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead p waves and impedance had been declining over the past few months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.